Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left circumflex artery. A 2.25x18 non-bsc drug eluting stent was implanted. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced for post dilatation but ruptured on the 3rd inflation at 14atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous left circumflex artery. A 2.25x18 non-bsc drug eluting stent was implanted. A 15mm x 2.25mm nc quantum apex balloon catheter was advanced for post dilatation but ruptured on the 3rd inflation at 14atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).